Manufacturer narrative:
Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 09/07/2012 and the one (1) year warranty period has expired. Due to the age of the device and the fact there are no repairs available for the video baton the customer elected to replace the glidescope avl video baton 3-4. The video baton was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely that the age of the device, five (5) years, caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during the patient procedure, using a glidescope avl video baton 3-4, the image would cut out when video baton cable was flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.